Event description:
Umbilical cord clamp came off a baby. Father caught it and bleeding was minimal.

Manufacturer narrative:
A review of complaint history for this product revealed no similar reported incidents.

Event description:
The unit was applied by the pediatrician in the operating room after birth. Approximately 16 hours later, the unit came off the baby. The father caught it and bleeding was minimal. Pressure was applied and the cord was tied off with umbilical tape.